Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the stent found damage to the distal section of the stent with stent struts from the 1st to the 6nd distal stent strut rows expanded and pulled over the distal balloon cone. Damage was also noted to the proximal end of the stent with stent struts form the 1st to 3rd proximal stent strut rows expanded from their crimped position but no moved over the balloon cone. The midsection stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and issues were noted. The balloon cones were unfolded and appeared to be subjected to some positive pressure. An examination (visual and via scope) found no issues with the tip. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 28mm synergy drug-eluting stent was advanced for treatment. However, it was noted that there was resistance inside the guiding catheter and the distal stent struts were found to be lifted, upon removal. The procedure was completed with another of same device. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 28mm synergy drug-eluting stent was advanced for treatment. However, it was noted that there was resistance inside the guiding catheter and the distal stent struts were found to be lifted, upon removal. The procedure was completed with another of same device. No further patient complications were reported.